Event description:
It was reported that the patient had no stimulation sensation. It was noted that it had been about 2 weeks since the patient had noticed that it was not working. It was noted that a while ago the patient saw a clinical specialist for a similar issue and was told that some of the electrodes were not working but they were able to reprogram.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).